Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. As no further information was provided by the customer, our investigation is therefore based on the initial information and photo provided by the customer and our knowledge of the product. Results: customer reported that the ventilator alarm to check the leak. Conclusion: we are unable to determine if the fault is caused or contributed by f&p's product. All rt380 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual heated evaqua2 breathing circuit is not working properly during use. Upon investigation, it was reported that the ventilator alarmed to check the leak while using the rt380 circuit. There was no reported patient consequence.